Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer allegedly received the following results, compared to a professional meter within 10 minutes: 208 mg/dl on aviva meter, and 90 mg/dl and 102 mg/dl on doctor's meter. No death or serious injury reported. Requested return of the alleged device for evaluation and replacement was sent.